Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no display ramping on its own anomaly was noted during the testing. There was no moisture damage on the electronic or motor assemblies.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated the scroll bar is moving with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.